Manufacturer narrative:
Investigation determined the error to be related to internal cable damage. The sensor was disposed to prevent further clinical use.

Event description:
User reported that the sensor indicated the volume passed the safe level threshold, but the system software did not respond as expected. There was no patient harm; however, this type of event is considered reportable.

Manufacturer narrative:
Investigation pending.

Event description:
User reported that the sensor indicated the volume passed the safe level threshold, but the system software did not respond as expected. There was no patient harm; however, this type of event is considered reportable.